Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3920 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed (B)(6) 2020. Nurse fixed the PICC with cyanoacrylate adhesive and disinfected with alcoholic chlorhexidine. It was stated the patient suffered a fall and hit the PICC. Patient came to the hospital and device was found to be leaking. Access team removed PICC and placed a new device. No injuries to patient observed.

Event description:
It was reported the PICC was placed (B)(6) 2020. Nurse fixed the PICC with cyanoacrylate adhesive and disinfected with alcoholic chlorhexidine. It was stated the patient suffered a fall and hit the PICC. Patient came to the hospital and device was found to be leaking. Access team removed PICC and placed a new device. No injuries to patient observed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the molded joint, extension leg, and 0 cm depth marker were observed to be faded. A microscopic observation revealed many small splits or cracks in the catheter just distal to the molded joint. Some of these splits appeared to be superficial, and the corners of one relatively large complete split were observed to be angled. The edges of all of the splits were observed to be rough and uneven, and the surfaces of the splits were observed to be somewhat jagged and granular in texture. A brownish yellow discoloration of the catheter material was observed around these splits, and a brittle and translucent yellow-red residue was observed on the surface of the catheter in this area. The catheter surface was observed to be dull in luster in the area around the observed discoloration. The localized damage, the surface features of the catheter material, and the shape and number of circumferential splits suggest the returned catheter was damaged due to chemical degradation which weakened and embrittled the catheter material allowing it to crack, most-likely due to repeated and/or prolonged kinking of the catheter tubing at this location. The product IFU warns: ¿when using alcohol or alcohol containing antiseptics with polyurethane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Chlorhexidine gluconate and/or povidone iodine are the suggested antiseptics to use. Alcohol should not be used to lock, soak or declot polyurethane piccs because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Acetone and polyethylene glycol containing ointments should not be used with polyurethane catheters, as these may cause failure of the device.¿ a lot history review (lhr) of redx3920 showed one other similar product complaint(s) from this lot number.